Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient had to be revised due to broken gamma3 long nail. This was implanted at the (B)(6) 2015 and x-ray on (B)(6) 2015 which showed broken nail. The patient had a new nail implanted at the (B)(6) 2015.

Event description:
It was reported that patient had to be revised due to broken gamma3 long nail. This was implanted at the (B)(6) 2015 and x-ray on (B)(6) 2015 which showed broken nail. The patient had a new nail implanted at the (B)(6) 2015.

Manufacturer narrative:
Investigation summary: the review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after an implantation period of approx. 7 weeks. The original posterior bridge of the lag screw drill hole had been damaged intra-operatively ¿ most likely with the step-drill whilst drilling under miss-alignment. Such damage causes additional notch effects. This artificial, not intended, damage corresponds to the surgeon¿s suspicion that the nail had suffered from a small crack or weakness. The orientation of lines of rest identified that the incipient crack was located in this area and that the nail had broken from lateral in medial direction. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. In this case the extent of material damages in the bearing points ¿ material deformation and cracks at medial / inferior in the proximal drill hole and deformation of threads of the locking screws ¿ identified high axial and torsional load application. The same applies to deformation found on the edges of the sliding flute of the lag screw. Although participating in rehab, after an implantation period of roughly 7 weeks, the patient¿s actual activity level seems to be inconsistent to reported advised partial weight bearing. This nail breakage was most likely caused by intra-operative material damage contributed by significant load application. Referring to available information a more precise statement was not possible from technical point of view. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.